Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during fill 4 of pd treatment. The patient reported receiving air detected in cassette alarm during unknown cycle prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with 1 dose each of vancomycin 2g and ceftazidime 2g via intraperitoneal administration on (B)(6) 2019. The culture taken on (B)(6) 2019 had no growth. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The sample was discarded and is not available to return to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Upon opening the cassette compartment, there were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cycler underwent an accelerated stress test with no fluid leaks. The cycler underwent and passed a patient sensor calibration check. The cycler tested negative for glucose. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during fill 4 of pd treatment. The patient reported receiving air detected in cassette alarm during unknown cycle prior to the leak. It is unknown at which point in therapy the leak may have begun. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that treatment was not completed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was treated with 1 dose each of vancomycin 2g and ceftazidime 2g via intraperitoneal administration on (B)(6) 2019. The culture taken on (B)(6) 2019 had no growth. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The sample availability status is unknown. A sample return kit was shipped to the customer so they can return the reported cassette to the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation.